Manufacturer narrative:
(B)(4). Patient age estimated; reported as 18 plus. Evaluation summary: an analysis of the returned device did confirm the reported shaft separation . A review of the lot history record revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the investigation, no product deficiency was identified.

Event description:
It was reported that during a procedure of the heavily tortuous vessel, the 2.5 x 28 mm promus stent delivery system was advanced to the proximal position of the newly placed stent but could not cross the lesion. After removal from the anatomy, it was noted that the stent struts were flared. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. Though requested, no additional information was provided. Return device analysis revealed that the distal shaft was cut about 3 cm proximal to the proximal balloon seal. Only the distal portion with the balloon and stent implant was returned.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.